Event description:
New information received indicated that programming changes were made. The device function is normal. No more instances of noise reversion episodes. The patient condition is well.

Manufacturer narrative:
UDI: (B)(4).

Event description:
It was reported multiple nonsustained ventricular oversensing episodes were observed due to intermittent crosstalk. The patient has not reported any symptoms. Programming changes were recommended. It was also recommended to conduct a chest x-ray to check if the leads had displaced. No further information is available.